Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2019 by the journal of surgical oncology titled ¿arthroscopic primary repair of proximal anterior cruciate ligament tears: outcomes of the first 56 consecutive patients and the role of additional internal bracing.¿ the study reviewed fifty-six (56) patients who underwent acl repair in proximal femur megaprosthesis: bony vs soft-tissue arthrex fiberwire, tigerwire to address soft tissue approximation and/or ligation. During the three (3) year follow-up period, four (4) patients experienced additional surgery. Ref: jonkergouw, a., van der list, j. P. & difelice, g. S. Arthroscopic primary repair of proximal anterior cruciate ligament tears: outcomes of the first 56 consecutive patients and the role of additional internal bracing. Knee surg sports traumatol arthrosc 27, 21-28, doi:10.1007/s00167-018-5338-z (2019).